Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the luer-hub(white) leaked. The patient is reported as fine."

Event description:
It was reported that: "the luer-hub(white) leaked. The patient is reported as fine."

Manufacturer narrative:
(B)(4). The report of a cracked luer hub was confirmed through analysis of the returned sample. The customer returned one 2-lumen acute hemodialysis catheter for analysis. Signs of use were observed inside the extension lines. Visual analysis revealed one crack on the proximal luer hub. Further analysis also revealed scratch marks inside the hub. Leakage was observed from the crack when flushing. Additionally, the IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position, and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed". The IFU also states, "air embolism can occur if air is allowed to enter a vascular access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture si te. Use only securely tightened luer-lock connections with any vascular access device to guard against inadvertent disconnection". A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on the customer report, the sample received, and the comments from r & d unit, unintentional use error likely caused or contributed to this event.